Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to (B)(6). It was also reported that the patient had an elevated white blood count before the procedure due to a steroid shot. The system has not been replaced. No further patient complications have been reported as a result of this event.